Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a neurostimulator battery replacement procedure was performed in which battery was changed, and a connectivity check was completed before the battery pocket was closed with connections 0¿15 noted as green. At a follow-up appointment when the new battery was started and programmed, there was an inability to increase stimulation on the right side much at all. An impedance check was performed and high impedance values were identified on the right side of the paddle affecting electrodes 8¿15, and multiple electrodes were checked to confirm the impedance issue, values were greater than 32,000. The patient was still able to be programmed and some right-sided coverage was obtained using electrodes 0¿7. The issue was reported as ongoing and not resolved, with no surgical intervention discussed or planned and no patient injury reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.